Event description:
Caller reported a cgm error, identified as error 42, which was associated with the g7 sensor. The issue did not cause any adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guiding them through the process. After completing the pump reset, the error did not reoccur, and the caller successfully started their sensor session.